Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 309623, batch#: 3200782. It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb needle was broken. The following information was provided by the initial reporter: "(B)(6)called in about item 309623 lot 3200782. Customer was expecting the needles to retract but instead they broke off into her arm twice while using them. Also stated that it is very hard for the covers to come off to the point that they have to pry the covers off. Please call back at541. 912.2320." No further information provided.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.